Manufacturer narrative:
H6: investigation summary: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. A device history review could not be completed as no batch number was provided. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter was unable to connect to the tubing due to defective screw threads. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter, translated from french to english: "summary of circumstances: placement of a peripheral venous catheter mentioned above when connecting it to the tubing => impossible (problem identified at the level of the screw thread identified on the catheter and not on the tubing) obligation to remove the material to put another one on." "When discussing the case with the ward ide a similar problem occurred in week 24 of 2021. The device had been removed and another replaced it. The connection with the tubing already tried the first time turns out to be compliant this time if (event#2)."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter was unable to connect to the tubing due to defective screw threads. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter, translated from (B)(6) to english: "summary of circumstances: placement of a peripheral venous catheter mentioned above when connecting it to the tubing => impossible (problem identified at the level of the screw thread identified on the catheter and not on the tubing) obligation to remove the material to put another one on" "- when discussing the case with the ward ide a similar problem occurred in (B)(6) 2021. - the device had been removed and another replaced it. The connection with the tubing already tried the first time turns out to be compliant this time if (event#2)"